Manufacturer narrative:
Block h6: device code 1074 captures the reportable issue of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of the balloon bursting. The catheter of the device was carefully inspected and no damages were found. This failure is likely due to factors encountered during the procedure, such as the interaction between the balloon and the scope or any other devices during the procedure that could have created friction, resulting in the found failure of balloon torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopy procedure performed on (B)(6) 2020. According to the complainant, while performing a lesion assessment during the endoscopy procedure, the balloon burst when inflated to 12mm. The burst occurred 15 seconds from the end of the procedure. There were no patient complications reported as a result of this event. Reportedly, the patient was treated for crohn's disease. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopy procedure performed on (B)(6) 2020. According to the complainant, while performing a lesion assessment during the endoscopy procedure, the balloon burst when inflated to 12mm. The burst occurred 15 seconds from the end of the procedure. There were no patient complications reported as a result of this event. Reportedly, the patient was treated for crohn's disease. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.